Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post paced t-wave oversensing was observed on a stored egm. The device was reprogrammed and remains implanted.